Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation and patient death occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of left anterior descending artery (lad) and distal left circumflex artery (lcx). A 1.50mm rotalink plus was used to treat the target lesion. During the procedure when ablation was performed at second diagonal of lad, it was noted that vessel perforation occurred. To cover the perforation, a 2.5x30 and 3.8x38 non-bsc stent were implanted at lcx through ostium. Also, a 3.0x38 and 3.0x8 non-bsc stent were implanted at lad. After the stents were implanted, a decreased in blood flow was noted. An intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary systems (pcps) were connected to the patient but patient condition was not recovered so a surgical procedure was performed. The patient died two days after the procedure.